Event description:
The clinician reported that the endoscopic vein harvesting bipolar device was defective. However, upon receipt, the jaw tip was broken. There was no report of patient injury.

Manufacturer narrative:
The clinician did not provide the patient identifier. The clinician reported that the endoscopic vein harvesting bipolar device was defective. However, upon receipt, the jaw tip was broken. There was no report of patient injury. The manufacturing records were reviewed. The device met all raw materials, in-process and finished goods specifications upon release. No abnormalities were noted. It is possible that the device was damaged during use. The instructions for use state "do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument." One hundred percent inspection under magnification has been implemented in production to provide further assurance of jaw integrity. The protective cap for the jaw has also been improved.